Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the patient experienced periods of asystole during, observed on surface ECG after the cardiac resynchronization therapy defibrillator was connected, but that did not result in any patient harm. It was noted that the device exhibited oversensing on the right ventricular channel, noise on both the left ventricular and right ventricular channels, and high impedance on the left ventricular channel. Leads were double checked through the analyzer and no lead malfunction was noted. It was further noted that the device exhibited set screw anomaly. The device was not used and replaced. The patient was stable.